Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "please be advised we are seeing an uptick in volume of needles that are blocked."

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "please be advised we are seeing an uptick in volume of needles that are blocked."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.